Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (ongoing) for the event. Seven days after the event onset, the patient was discharged from the hospital. At the time of this report, the event was still ongoing and the patient has not recovered from the event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that eight days after discharge, the patient was re-hospitalized due to peritonitis and was discharged 2 weeks from the time of this report. The patient was on hemodialysis temporarily and antibiotic treatment was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient continues performing hemodialysis and antibiotic treatment is ongoing. Should additional relevant information become available, a supplemental report will be submitted.